Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined the power pcb was the cause of the reported issue. Power pcb was replaced. After completing other unrelated repairs, proper device operation was observed through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device failure to power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.